Event description:
Had the optilume bph surgery for typical bph (benign prostatic hyperplasia) symptoms, weakening flow, urgency and mild to moderate bladder damage as shown by cystoscope. Since the procedure I have been dealing with stress incontinence. No where in any informed consent that I read from the manufacturer, laborie, or the surgeon was this ever mentioned as a possible side effect. I specifically chose this surgery as it is stated as possible side effect of most other bph surgical procedures.